Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of them not feeling stimulation was that they were not using proper settings. The patient figured it out and controlled the issue with the controller settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that patient was unable to turn stimulation back on after charging. Patient initially stated this is a controller issue. Patient services (pss) clarified with patient and patient confirmed using the button on the top of the controller, seeing the stim on and off options, pressing stim on, returning to the therapy screen and seeing green light around the group box, but not feeling stim. Pss clarified the controller was functioning correctly and that it was a therapy issue. Patient mentioned two occurrences of this. Patient reported one time he was unable to "turn on" meaning he was unable to feel stimulation for a day and half (a week and a half ago) and another time it was an hour and half on (B)(6). Patient turned stimulation on with controller. Patient sync'd with programmer and it showed stim on. Caller confirmed seeing stim on green light when he was not feeling stimulation during these events, indicating that stim is on and patient is not feeling stim. The reported information is considered a sudden change in symptoms/therapy. Caller redirected to healthcare provider. No further complications were reported/anticipated.